Event description:
Boston scientific crm received information that during a routine visit, this pacemaker displayed one year of battery life remaining, in unipolar pacing configuration. When the physician elected to program the pacing configuration bipolar, the battery status went to elective replacement near (ern). No other programming changes were made at the previous visit, and the change in battery status could not be explained. Pacing therapy was confirmed in both chambers prior to explant. As the patient is pacemaker dependent, it was advised to replace the pacemaker at this time as a preventative measure.

Manufacturer narrative:
The device was explanted, replaced, and will be returned for analysis. Upon completion of the analysis, the event report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Upon review of the device memory, it was noted that this device never triggered elective replacement near (ern). The ern declaration observed clinically was due to a charge time measurement that occurred during the follow-up visit. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--